Event description:
It was reported that the patient experienced sustained hyperglycemia with the ilet displaying "high" for several hours after a meal announced as usual, and a confirmatory fingerstick measured 520 mg/dl; the agent guided a full supply change of the infusion set and cartridge, after which the ilet still displayed "high" with downward trend arrows, and no specific device or use problem or component malfunction was identified. Symptoms included hyperglycemia. Outcomes included no health consequences or impact reported. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed that no specific device or use problem could be identified and an appropriate component term was not available, with no definitive finding beyond the available interview information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.